Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician attempted arteriotomy closure using the perclose proglide device after a diagnostic procedure. Hemostasis was not achieved and the physician reverted to manual compression. The pt was discharged from the hosp. Within one to three days, the pt presented to the ER at another facility with a retroperitoneal bleed and embolic event. The pt died. No further info was reported.